Event description:
This pt's cochlear implant inproperly inserted into the the cochlea. Part of the electrode array was outside of the cochlea in the internal auditory canal. The device was explanted in 2005. Pt was not reimplanted at that time.